Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6) hospital. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood in the wire lumen. The hypotube shaft was broken 76cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts and corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a severely tortuous and calcified vessel. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during the procedure, the catheter shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.